Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
An event of over-sensing and pacing problem resulting in no clinical signs, symptoms or conditions which was addressed by unexpected medical intervention was reported. The low voltage lead is implanted and will not be returned. Gfes were performed to find out about the intervention performed to resolve the issue. Information received indicates that no programming changes were made. The device history record was reviewed; there were no non-conformances or rework associated with this batch/lot/serial number. The reported event of over-sensing and pacing problem was able to be verified by the field representative. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.